Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this right atrial lead was capped and surgically abandoned due to a high out-of-range (oor) pace impedance measurement observed during normal replacement of the associated implantable cardioverter defibrillator (ICD). A boston scientific field representative reported the lead had exhibited occasional high impedance measurements as recorded in the ICD memory and when measured with a pacing system analyzer (psa) during the replacement procedure. When the lead was connected to the replacement device, the high oor measurement was observed during device interrogation. It was speculated that the lead had a micro-fracture close to the ring electrode that was aggravated by the device changeout procedure. Another lead was implanted with no adverse patient effects.